Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Distributor on behalf of facility. The user facility is foreign, therefore, a facility medwatch report will not be available. Foreign source: (B)(6).

Event description:
It was reported the screw could not be grasped and an alternate screw was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The implant was returned because the direct drive screw could not be grasped. There is clear damage to the screw head. The threads of the screw are not damaged. Dimensional testing was not completed due to damage to the screw head. The complaint is confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.